Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a peg was broken off of one 29 mm patella implant trial. There is no indication that a surgery was adversely impacted. Review of inspection records for the affected lot of material indicate that the device was manufactured to specification.

Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a peg was broken off one 29 mm patella implant trial.